Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-05-13 (B)(4) (con): information was received from a consumer regarding a patient who was receiving clonidine (unknown concentration at 28.37mcg/day) and bupivacaine (unknown concentration at 3.621mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had a catheter revision on (B)(6) 2019 due to the catheter tearing loose. It "always" tore loose. The event date was asked and unknown. Since the surgery, she had been dragging her leg and they thought it was possibly a pinched nerve. An MRI had been ordered to assess this. She also had a refill on "last friday," relative to (B)(6) 2019. There were no further complications reported at this time. Additional information was received from a healthcare provider (hcp). It was reported that the hcp was unaware of any "torn loose catheter." The patient did have a clogged catheter. The hcp would urgent operation. Medication will be re-established. It was not thought that the device/therapy caused, contributed to, or exacerbated the pinched nerve, it was thought to be a possible side effect of symptoms. There were no further complications reported at this time.